Manufacturer narrative:
The report was incorrectly filed on with cfn number 2031642. In this report the cfn number is corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP devices sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturers investigation is ongoing. A follow-up report will be submitted when the manufacturers investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was not observed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was visible foam degradation. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.